Event description:
The complainant reported that during impella 5.5 support, a ¿placement signal not reliable¿ alarm was observed and placement signal and left ventricular waveforms were no longer visible on the automated impella controller (aic). Device position was assessed and confirmed to be appropriate using imaging. The impella 5.5 pump was not replaced and continued to provide support. Additional information indicated that the aic also briefly displayed a ¿controller error¿ alarm. The alarm resolved spontaneously without intervention. Due to the reported condition, the aic was removed from service and retained for evaluation. The impella 5.5 device is expected to be retained following explant for manufacturer evaluation. Separate mdrs are being submitted for the impella 5.5 and the automated impella controller (aic), and the related manufacturer report numbers will be referenced in section h10. The patient was subsequently weaned from support and the device was explanted. The explant was not considered premature and was unrelated to the reported condition. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.